Event description:
"Leaking oil" is noted on customer repair paperwork. No patient injury or delay in surgery was reported but details regarding when the leaking oil occurred or exactly what happened were not obtainable. The biomed engineer reported he felt the or was over oiling the motor.